Manufacturer narrative:
After battery installation the insulin pump gave a full segment display anomaly due to faulty component on the interface board. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip and missing the reservoir tube o-ring. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to full segment display. The insulin pump had minor scratched lcd window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the reservoir was loose and would not stay in place. The blood glucose reading was 413 mg/dl. The customer treated with the insulin pump and a syringe. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.